Manufacturer narrative:
The customer reported that the patient developed an unstageable sacral pressure injury while on a progressa bed. The reported pressure injury was treated with mepilex dressing, no additional medical intervention for the pressure injury was reported. The customer does not contribute the use of the bed to the patient¿s reported injury, during follow with the customer, the customer reported ¿we don't think the bed caused the damage¿ and stated that the bed worked properly and is still in use the customer contributed the injury to a combination of the patients underlying conditions and notes that the (B)(6) -year-old male has a history of peripheral vascular disease, hypertension, heavy smoker, angioplasty, crohn¿s disease, and tpn. The patient was admitted (B)(6) 2021 for management of crohn¿s and underwent a subtotal colectomy and ileostomy on (B)(6) 2021 and was discharged to the ward on (B)(6) 2021. On (B)(6) the patient was readmitted to the ICU for respiratory failure, fast af and hypotension. On (B)(6) the patient was intubated and a CT showed diffuse peritonitis. On (B)(6) the patient underwent a jej washout, resection of anastomosis and stoma. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc. And exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Additionally, the device instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice and the device therapy modes should be used in conjunction with good assessment and protocol. An inspection of the device found the bed to be working as designed. Although the customer does not contribute the use of the bed to the reported pressure injury, the bed functioned as designed and noted to still be in use by the customer, and medical intervention to prevent permanent impairment was not reported as only a cushioned dressing was applied to the injury, an unstageable pressure injury is characterized by full-thickness tissue loss in which the actual depth of the ulcer is completely obscured by slough and/or eschar in the wound bed and is therefore considered a serious injury. Thus this event is a reportable serious injury. Based on this information, no further action is required.

Event description:
The customer reported that the patient developed an unstageable sacral pressure injury while on a progressa bed. The reported pressure injury was treated with mepilex dressing, no additional medical intervention for the pressure injury was reported. The customer does not contribute the use of the bed to the patient¿s reported injury, during follow with the customer, the customer reported, we don't think the bed caused the damage, and stated that the bed worked properly and is still in use the customer contributed the injury to a combination of the patients underlying conditions and notes that the (B)(6)-year-old male has a history of peripheral vascular disease, hypertension, heavy smoker, angioplasty, crohn¿s disease, and tpn. The patient was admitted (B)(6) 2021 for management of crohn¿s and underwent a subtotal colectomy and ileostomy on (B)(6) 2021 and was discharged to the ward on (B)(6) 2021. On (B)(6), the patient was readmitted to the ICU for respiratory failure, fast af and hypotension. On (B)(6) the patient was intubated and a CT showed diffuse peritonitis. On (B)(6) the patient underwent a jej washout, resection of anastomosis and stoma. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).